Event description:
Customer's mother called to report a blank display on customer's insulin pump. Customer's blood glucose is 212 mg/dl. Customer was changing the battery, and the device would not turn back on. The device was not dropped or exposed to moisture. Customer is using duracell batteries. The battery cap, battery compartment, contacts, and springs are not damaged or corroded. The display did not return after taking the battery out for ten minutes. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.